Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. Reportedly, customer removed 80 units of insulin from the cartridge after the inaccurate estimate was noted. It was recommended that the customer contact tandem technical support for troubleshooting should the issue recur.